Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the orange protective sheath was removed. The stent dislodged from the balloon and fell on the table. No additional event or patient information is available

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain event information, including patient information and patient status from hospital, field contact or distributor. Product performance engineering could not determine a conclusive root cause for the stent dislodgement.